Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions and assistance to reset pump, did not experience repeat malfunction after reset, and was advised continuing using pump and to call back if malfunction recurred, which customer acknowledged and understood.